Manufacturer narrative:
The quality investigation is complete.

Event description:
The manufacturer service technician reported that a single piece of bur was found lodged in the motor during functional testing , while it was being serviced at the manufacturer. There were no adverse consequences related to this event.